Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a loss of system calibrations during a patient case. Further information from the field service representative indicated that the loss of calibrations resulted in unknown radiation dosage and possibly exposure to unintended area. This event may have resulted in a possible aro.